Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that two days after the patient started the trial one of the leads came out. The patient sent the representative a picture that showed the one of the leads had come out. The representative was meeting with the patient the day of the call and considerations for continuing the trial with one lead or ending the trial were reviewed. It was noted that the patient had not had good results during the trial as the stimulation was not getting into the foot where they needed pain relief and they were only getting stimulation into the heel area. The patient had tried high density settings for the first three days of the trial and then low density but wasn't feeling stimulation from low density on the third day. Additional information received from the manufacturer representative clarified that the lead had come out of the patient. It was explained that the patient¿s brother wanted to see the lead so they were messing around with it and removed the tape which resulted in the lead moving. Both leads were then removed and no further action was taken as the patient was moving to a different state.